Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent was reported via phone call that the insulin pump was squirting out insulin during manual prime and had a compromised force sensor system. The customer's blood glucose level was 182 mg/dl. The customer reported that customer was trying to fill the tubing on his pump and the insulin was squirting out during manual prime. The customer also reported that the insulin pump was stuck in rewind. The customer reported that the derive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test but alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify rewind anomaly due to alarm. Product not meets specification noted.